Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray examination were normal with no anomalies found.

Event description:
New information received notes that the right atrial lead was explanted and replaced. Patient condition was stable throughout.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited no capture. Chest x-ray was performed and confirmed ra lead dislodgement no intervention was performed. Patient condition was stable.